Manufacturer narrative:
A definitive root cause of the hematoma in the groin and the bleeding from the goin could not be determined as the introducer used with the impella cp in this case was discarded by the staff subsequent to use. The manufacturer will continue to investigate all reasonable obtainable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received. Internal reference: (B)(4).

Event description:
The complainant reported that on (B)(6) 2017 a (B)(6) male patient was admitted to the facility's emergency room. An ECMO was placed and the patient was transferred to the cath lab, where the patient underwent a CABG to the left anterior descending artery. Following the CABG being performed the patient was admitted to the ICU department. In the ICU the patient became hemodynamically unstable. CPR was performed and a re-angioplasty was also performed. It was then determined that the bypass was insufficient and the patient was stented. The physician then decided that for patient recovery an impella cp should be placed. The device was placed and the patient was successfully supported for 12.50 hours. During patient support low purge pressure occurred and visible leakage was seen emanating from the red plug at the impella cp connector. During trouble shooting for the leakage the patient's insertion site was examined and a massive hematoma at the groin was seen. Packed red blood cells were then administered to the patient to help remedy the blood loss. The physician then removed the device and another impella cp was placed in the same right femoral artery. The 14fr introducer sheath was left in place in order to stop bleeding. The bleeding was halted and the patient was successfully supported for 12.5 hours with the second impella cp. The patient was reported to have expired while on support with the second impella cp. The clinicians reported that the patient outcome was not caused or contributed to by the reported event that occurred with the first impella cp used.